Event description:
It was reported that the high-definition liquid crystal display monitor exhibited blackout occurs on the screen. The issue occurred during unspecified diagnostic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.